Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During the procedure, it was reported by the healthcare professional that a recurring failure has been identified in the medical device monocryl¿ synthetic absorbable suture, used in surgical procedures to approximate or ligate soft tissues. The detected failure manifests as a weakness in the needle material, causing it to break upon first contact with the skin. This defect compromises the functionality of the device and puts the safety of the surgical procedure at risk, since the needle does not perform its function properly. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did the reported issue contribute to any patient adverse consequences? How many devices demonstrated the alleged deficiency? Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? Did the needle fall into the patient? If so, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were implemented to retrieve the broken piece? Was there any additional tissue damage resulting from the search for the needle piece? Does a fragment of the needle remain in the patient¿s tissue? If so, is there any plan in place to remove the needle piece in the future? If so, could you please provide the scheduled date for the removal? In which tissue structure was the broken needle located? What is the surgeon's opinion of the potential consequences for the patient? Please provide the source or name of person providing answers to follow-up questions: along with greeting, the account, informs me when I go in person, that it does not know about the pc, that it does not keep stock, and that it uses another brand of the competition.